Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while preparing a hemodynamic pressure monitoring set, a leak was discovered at the planecta when flushing the catheter with saline. A new monitoring set was used for the procedure. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation along with ten unused units from the same lot. The devices were examined visually and functional testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found. Corrective actions are in process.